Event description:
It was reported that during set-up of a da vinci surgical procedure, it was noted that the tips on the fenestrated bipolar forceps instrument were bent and the instrument had a loose cautery post. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed that the instrument's bipolar pins were bent. It was concluded that the damage to the bipolar pins was likely due to mishandling/misuse. A visual inspection found that the tips were aligned and meshed together properly. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .196 - .200 in length and were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.